Manufacturer narrative:
The product has been requested back for an investigation and the customer agreed to return the device; however, at this time product has not yet been received. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. A valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and the product; no trends were identified that would indicate any product related issues if product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the abbott diabetes care (adc) device. The customer was unable to test due to the device not charging, powering on with button press or test strip insertion and as a result, experienced weakness and tremors. The customer was unable to self-treat and was treated with glucose, sugar water, and candies by third-party. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The returned meter was investigated. Visual inspection was performed on returned reader and no issues were observed. Reader did not turn on with button depression and test strip insertion. Reader turns on with usb cable. The returned meter was further investigated and de-cased. Liquid contamination was observed on reader pcba. Therefore, issue is not confirmed to use due to liquid contamination.. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the abbott diabetes care (adc) device. The customer was unable to test due to the device not charging, powering on with button press or test strip insertion and as a result, experienced weakness and tremors. The customer was unable to self-treat and was treated with glucose, sugar water, and candies by third-party. There was no report of death or permanent impairment associated with this event.

Event description:
A battery/no power issue was reported with the abbott diabetes care (adc) device. The customer was unable to test due to the device not charging, powering on with button press or test strip insertion and as a result, experienced weakness and tremors. The customer was unable to self-treat and was treated with glucose, sugar water, and candies by third-party. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the abbott diabetes care (adc) device. The customer was unable to test due to the device not charging, powering on with button press or test strip insertion and as a result, experienced weakness and tremors. The customer was unable to self-treat and was treated with glucose, sugar water, and candies by third-party. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The cable and adapter has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification.if partial product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation.dhrs (device history review) for the libre reader, cable and adapter was reviewed and the dhrs showed the libre reader, cable and adapter met specifications prior to release to distribution.the returned meter was investigated. Visual inspection was performed on returned reader and no issues were observed. Reader did not power on with button depression and test strip insertion. Reader powered on with usb cable.the returned meter was further investigated and de-cased. Liquid contamination was observed on reader's pcba (printed circuit board assembly). Although glucose results may be delayed, blood glucose could be determined by alternate means, including use of another blood glucose meter, seeing a physician (as recommended in product labeling), or by seeking treatment at a health care facility. Therefore, issue is not confirmed to use due to liquid contamination.this also serves as a correction report. Section h11 (additional MFR narrative) was incorrectly submitted in the previous report (emdr-674396). Correction has been made.all pertinent information available to abbott diabetes care has been submitted.